Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during a colonoscopy procedure. According to the complainant, during the procedure the clip attached to tissue, however would not release from the delivery system. The handle was cut from the device and the clip was pulled from the tissue, causing additional bleeding. The bleeding was resolved through cautery. The procedure was completed using another resolution hemostasis clipping device. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during a colonoscopy procedure. According to the complainant, during the procedure the clip attached to tissue, however would not release from the delivery system. The handle was cut from the device and the clip was pulled from the tissue, causing additional bleeding. The bleeding was resolved through cautery. The procedure was completed using another resolution hemostasis clipping device. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the control wire and coil cut near the handle. The clip assembly and the oversheath were not returned for analysis. The reported event of clip failed to release was not able to be confirmed due to the device return condition. The evaluation revealed, however, that the device had been cut at the handle as reported by the complainant. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.